Event description:
The customer reported the rad-97's "audio speaker [was] not working." Per additional information from the customer, "the audible alarms are not present." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
Other text: the returned rad-97 was evaluated. A damaged speaker connector on the connectivity board resulted in the reported issue. An "alarm speaker fault" error message was triggered when the device was powered on. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-97's "audio speaker [was] not working." Per additional information from the customer, "the audible alarms are not present." There was no patient impact or consequence reported.